Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex three-dimensional (3d) deflectable videoscope suddenly changed from three-dimensional to two-dimensional and could not be changed back. Thirty minutes later, the image blacked out, and did not display after restarting the power. The issue occurred during a therapeutic procedure while the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.